Event description:
11/25/96 rn visit. Pt complains of soreness in soft tissue (l) medial elbow area, PICC insertion site. Site hot, swollen and tender. According to pt and primary care giver/friend, symptoms since 11/23/96. Signs and symptoms reported to pa and instructions were given to rn to remove PICC. PICC removed (55cm in length) with tip intact. No drainage or odor noted. Hot, warm compresses applied to affected area. Friend instructed to apply compresses with arrangements for PICC insertion scheduled for 11/26/96. 11/26/96 rn visit. Pt temp 105 degrees, (l) elbow area, hot, tender, swollen with restricted rom, PICC insertion cancelled. Pt sent to ER.